Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Technical services was consulted and noted there is no noise/artefact on the presenting electrogram (egm). Review of additional lead diagnostics and stored egms confirmed appropriate sensing. Per technical services, fretting could be a real possibility, and continued routine follow-up was recommended. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service.